Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the keypad was found to be peeling from the base of the pump. The ok button was intermittently unresponsive. The other buttons were completely unresponsive. Contamination was found on all of the button contacts. The contrast button contact was missing from the pump. Unrelated to the keypad, the display screen was dim and discolored. The battery compartment was cracked between the bumper pad and the top.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that all of the keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.